Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the lead could not be removed from the tip of the catheter. The lead was attempted again with another catheter and still could not be implanted. The lead and second catheter were removed and new lead was implanted. No patient complications have been reported as a result of this event.